Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported that the cycler received the following warning messages: air detected in cassette warning, patient line is blocked and make sure heater bag is on heater tray. The contact also said that when he opened the cassette door to remove the cassette fluid poured out of the cassette housing. The contact stated that the patient did not complete that treatment. The cycler will be replaced.

Manufacturer narrative:
Device evaluation: the actual device was returned for investigation. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. No fluid leaks in the test cassette during the test treatment. The cause of the observed dried fluid and fluid could not be determined. After replacing the clogged filter and adjusting the load cell the simulated treatment was performed and completely without failures. The device passed the mushroom head check and tested positive for glucose.

Event description:
A peritoneal dialysis patient's contact reported that the cycler received the following warning messages: air detected in cassette warning, patient line is blocked and make sure heater bag is on heater tray. The contact also said that when he opened the cassette door to remove the cassette fluid poured out of the cassette housing. The contact stated that the patient did not complete that treatment. The cycler will be replaced. Upon follow up with the patient's nurse it was confirmed that the patient had since received a new cycler and had been completing treatments. The disposable product is not available for return.